Manufacturer narrative:
Manufacturing review: there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample evaluation could not be performed because the sample was discarded by the user facility. It is known that the dcb allegedly ruptured at nominal pressure while treating the patient's sfa. However, the lack of further information or the returned sample prevents both confirmation of the reported event or identification of a root cause(s). No adverse patient outcomes were reported. The root cause of the material rupture could not be determined based upon the available information received from field communications. Labeling review: IFU dw5159-01 states in section 8 "potential adverse events which may be associated with a peripheral balloon dilatation procedure lists rupture as a potential adverse event. Section 5.4 device use/ procedure precautions states: predilatation with uncoated pta catheter is required prior to use of lutonix catheter always advance and retrieve the lutonix catheter under negative pressure. Whenever possible, the lutonix catheter should be the final treatment of the vessel, however post dilatation is allowed with another pta catheter or the previously used lutonix catheter. Section 12.6 use of lutonix catheter step 4 states: while the balloon is fully deflated and under negative pressure, advance the dcb through the introducer sheath and over the wire to the site. Section 3 states the safety and effectiveness of lutonix catheter have not been established for treatment in cerebral, carotid , coronary or renal vasculature." (Expiry date: 08/2020).

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the drug coated balloon allegedly ruptured at nominal pressure. It was further reported that another device was used to complete the procedure. There was no reported patient injury.